Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No parts have been received by the manufacturer for evaluation. A replacement biopsy needle was shipped to the site. Part was discarded by the site.

Event description:
A medtronic representative, following up with the site, reported that the biopsy needle was difficult to slide in and out during biopsy collection. The screw on the reducing tube was tightened too far which caused the issue moving the biopsy needle. The case was completed using the biopsy needle. Immediately after the case, the site discarded the biopsy needle. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.